Manufacturer narrative:
A photograph was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During the photographic evaluation a leak was identified form the seam section. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed near the top of the seam of a 250ml intravia container during the labeling stage. The device was compounded with norepinephrine. There was no patient injury or medical intervention associated with this event. No additional information is available.